Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 109-111 mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 318mg/dl, (B)(6) 2015, 01:59:00 pm, fasting: yes; 193mg/dl, (B)(6) 2015, 09:23:00 am, fasting: yes; 166mg/dl, (B)(6) 2015, 07:53:00 am, fasting: yes; 153mg/dl, (B)(6) 2015, 07:45:00 am, fasting: yes; 117mg/dl, (B)(6) 2015, 07:43:00 am, fasting: yes. No adverse event reported.